Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reports, "the venous luer hub was found broken during usage of hemodialysis." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one connector assembly for evaluation. Visual examination revealed the venous luer contained one large crack. The luer also contained significant torqueing damage, indicating that the over-tightening of the hub likely caused the failure. Both lumens were flushed using a water-filled lab inventory syringe. When the venous lumen was flushed, water leaked from the cracked hub. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer was confirmed by complaint investigation of the returned sample. The venous luer contained one large crack that caused the lumen to leak when flushed. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reports "the venous luer hub was found broken during usage of hemodialysis". No patient harm reported. The patient's condition is reported as fine.